Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, there was a pump jam with the roller pump on the perfusion system. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
The sales representative changed the pack so the pump jams would not occur anymore. He changed the durometer on the specifications for the user's pack on the cardioplegia line to 65 from 70. The customer removed the six inch roller pump and installed a four inch roller pump. The reconfiguration was done by the customer via a telephone with the manufacturer's clinical support. The field service representative (fsr) verified the correct configuration and that system was operating to manufacturer specifications. The fsr downloaded the system log and six inch roller pump log and sent to the manufacturer for further evaluation.